Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 458 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer has been having a problem with the pump for the last two days. She checks her blood glucose and takes her strip out and it continues to flash on her meter. The customer was assisted with trouble shooting and was able to resolve the issue. No further assistance required.